Event description:
On (B)(6) 2010, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that the patient had fallen and lost stimulation. The amplitude was increased and the pt was still unable to feel the stimulation. An x-ray was taken and revealed that the lead migrated. An anchor was not used. On (B)(6) 2010, it was reported that the patient's lead was replaced. The patient is currently receiving satisfactory stimulation.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.